Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week post-implant, low hv lead impedance was observed, suspected to be due to an insulation breach or a short circuit via remote transmission. Patient was presented in clinic for further assessment. An attempt to cardiovert the patient was attempted but failed. The lead was capped and replaced on (B)(6) 2016. Patient was successfully cardioverted post-procedure.